Manufacturer narrative:
Product complaint # (B)(4). Medwatch 3500a report name (B)(4) is being retracted because it is a duplicate of medwatch 3500a report name (B)(4) under mrn 1818910-2021-10027. All future reports will be reported under mrn 1818910-2021-10027. Medwatch 3500a report name (B)(4) is being retracted because it is a duplicate of medwatch 3500a report name (B)(4) under mrn 1818910-2021-10027.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. Dmf# -13704, trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form -powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to address pain, walking difficulty, instability, difficulty sleeping, decreased range of motion, effusion, and tibial tray migration, mispositioning, and loosening at an unknown interface. The surgeon noted bone loss on both the tibial and femoral sides. There was a significant medial tibial defect. The tibial tray, tibial insert, and femoral component were revised. There is no evidence the patellar component was revised. The patient was revised with depuy products and competitor cement. There were no indicated intra-operative complications. Task created to update (B)(4). Doi: (B)(6) 2015 dor: (B)(6) 2020 right knee